Event description:
The customer reported the pump will not charge properly, the power cord receptacle seems to have intermittent connection with power cord. No adverse reactions were reported during the use of the device. The device was received without the power cord. The evaluation confirmed the reported problem of intermittent connection with power cord. A review of event history found error 18 which is consistent with the intermittent loss of power on ac. An internal inspection of the pump found a loose solder connection on the ac inlet terminals. The solder connections were repaired. During the evaluation, the pump required a replacement of the left flange kit due to the failure of test 19, clamp as the slide clamp would not stay put due to loose clamp retention spring. After repairs, the device was found to meet specification.